Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the issue occurred during the trial.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that every time the patient laid down on their back they got electrical impulses going down their legs and shocking in their back; the caller said it was pretty severe. The caller stated that if the patient sits or leans back, however, the patient is fine. The caller said that the patient was just implanted on the day of the report and the manufacturer representative (rep) told them not to touch the controller. The caller was directed to the physician to discuss if changing the amplitude was ok at that point. Patient services reviewed that the caller could call back for help with walking them through that as well. No further complications were reported/anticipated.